Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient went into the clinic due to alarms overnight for a backup battery issue. The backup battery had just been replaced on (B)(6) 2024 for the same issue. The clinic changed out the primary system controller (B)(6). The patient had no adverse problems associated with the alarms. Log files were submitted for review and did not contain the ebb fault because it was overwritten by the frequent occurring pi events. There were no unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that exchanging the system controller resolved the issue.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed during review of the submitted and downloaded log files. The log files collectively contained information spanning approximately 4 dates of patient use (04apr2024 and 05may2024 ¿ 07may2024, per timestamps). A backup battery fault alarm was activated at 4:16:36 on 07may2024 due to the backup battery not passing the load test. At the time of the alarm¿s activation, the difference between the loaded and unloaded voltages of the battery was measured to be outside of the designed threshold. The controller¿s ability to operate the pump was unaffected by the alarm, as the pump maintained within the expected speed range while the driveline was connected. The backup battery fault alarm stayed active until the controller was exchanged and shut down. The exchanged heartmate 3 system controller (serial number: (B)(6)) was returned to abbott for further evaluation. The controller passed all functional testing procedures and successfully operated in a mock circulatory loop for an extended period of time without any issues. Throughout testing procedures, the backup battery passed multiple load tests, and atypical alarms were not able to be reproduced. The root cause of the backup battery fault alarm was determined to be the battery not passing the load test; however, the reason for the load test not passing could not be conclusively determined through this analysis. A corrective and preventative action has been initiated to investigate backup battery faults with an unknown root cause. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The controller returned with backup battery (B)(6); this battery was observed to pass initial inspection testing. The heartmate 3 patient handbook (rev. D) section 2 entitled ¿how your heart pump works¿ instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The heartmate 3 patient handbook (rev. D- section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible), including those associated with backup battery fault conditions, and the actions to take if the alarm cannot be resolved. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.